Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was prompting an error 2 message when she was attempting to test her blood glucose. Per the ot ultramini owner's booklet, the error 2 message prompts when there is a problem with the meter, or the operator is using a used test strip. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 2:30pm, the patient alleged the issue first occurred. The patient reported using self adjusting insulin (type unknown) to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported 5 minutes after the issue began, she developed symptoms of "red face, flushed, grouchy, combative and frequent urination." The patient denied receiving any medical intervention in response to the alleged issue. At the time of troubleshooting, the cca determined this was not the first time the subject meter had been used and there was no misuse of the product. When the patient was prompted to press the power button, the alleged error message did not occur. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as an adverse event because, the patient alleged she was unable to test her blood glucose due to the alleged issue, therefore, suffered from symptoms suggestive of hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.